Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose. The customer experienced nausea, vomiting, shortness of breath, and chest pain. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple low reservoir and no delivery alarms. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was not bent. The caller mentioned that sometimes she uses the infusion sets for three to four days. Reminded the customer to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.